Manufacturer narrative:
Additional information: date of implant estimated based on the information received. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference 2032546-2019-00032 for the patient's right eye.

Event description:
Through social media monitoring, a trabecular micro bypass stent patient reported the following. Following bilateral cataract stent procedures, the patient reported experiencing a "dramatic increase in eye pressure", and the eye drop regimen increased from one (1) drop to four (4) drops to keep the pressure down. No additional information was provided by the patient at the time of this report. This report references patient's left eye.